Event description:
Pump reported to overinfuse via a mandatory medwatch. The facility description read "status post cardiac cathetrization. Reopro in a 250cc intravenous hung at a delivery rate of 13cc/hr. Intravenous hung between 10:30-11:30am. At or about 11:30am, only 20cc of fluid noted in the bag. Simulation done using tubing and pump in pt incident. After 42 minutes and 37 seconds, 100ml of fluid had infused. Free flow at slightly greater than 1ml occurring every 37 seconds and lasting for slightly less than 2 seconds was noted. The free flow resulted in an actual flow rate of approx 141 ml/hr."